Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to treat am avulsion fracture of the greater tubercle of the humerus on (B)(6) 2016, the drill bit broke during use and a fragment dropped into the patient's wound. The fragment was able to be retrieved. The surgeon commented that the drill bit may have been overloaded as the associated 1.1mm guide wire was being bent. The surgery was successfully completed with a five minute delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part 310.221, lot f-18213: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: september 15, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned drill bit was investigated. The fluted end of the drill bit is broken in two (2) fragmented pieces. The drill bit shows partial deep scratches on the shaft and is bent near the breakage area. Because of the damage, the relevant dimensions could not be checked against print specifications. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4112 as required and the measured hardness was within the specifications. Lot f-18213 was manufactured in september, 2015 in a quantity of 300 parts. There could be a number of contributing factors that resulted in the breakage of the drill bit, as it appears the drill bit just shattered. The damage may have been due to the drill bit hitting off the guide wire (which was bent according to complaint description) or another hard surface, not pulling the drill out straight while running, or excessive force applied whilst drilling. Based on the investigation results, it is likely that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.